Manufacturer narrative:
One device was received for evaluation. Visual and functional testing noted a broken downstream occlusion (dso) seal with some contamination. The dso sensor and dso seal were replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device's downstream occlusion sensor was unable to calibrate. There was unknown patient involvement.